Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the ipg was removed and replaced. Therapy has been restored.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a surgical procedure on (B)(6) 2018 and since then the ipg has been unable to communicate with the external device. The patient reports the device was placed into surgery mode before the procedure. The ipg is slightly slanted however the patient feels as thought the angle has not changed. The patient has gained weight due to immobility issues. Troubleshooting has been unable to resolve the issue. Surgical intervention may be pending to address this issue.